Manufacturer narrative:
The investigation has just started; results will be provided in a follow up-report.

Event description:
It was reported the ventilator of the apollo anesthesia workstation stopped working during a case. There was injury reported.

Manufacturer narrative:
The given information and the electronic log file of the concerned device were available for investigation. The reported restriction of ventilator performance could be reproduced by means of the information stored in the log. These entries indicate that a relevant leak was present inside the ventilator assembly. The exact root cause could not be determined. Since it was reported that the ventilator motor was replaced, which requires disassembly and reassembly of the ventilator assembly, it was concluded that the root cause for has obviously been removed/fixed during this measure. The apollo reacted as specified for such an internal leak and generated a corresponding visible and audible reinstall ventilator alarm. In this case the possibility to ventilate the patient manually as well as monitoring functions remain unaffected and available. The alarm, potential causes and suitable remedies are described in the instructions for use.

Event description:
Please refer to the initial-report.